Manufacturer narrative:
Event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-12776. Related manufacturer reference number: 1627487-2021-12778. Related manufacturer reference number: 1627487-2021-12779. It was reported the patients drg system did not provide effective therapy. As a result, surgical intervention was undertaken wherein the entire system was explanted and replaced with an scs system. Patient has effective therapy with the new system.